Manufacturer narrative:
B3: month and year are known, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient with diabetes had two bent cannulas. Patient is unsure of the exact dates of the incidents but happened within the past week. One of the provided dates was on (B)(6) 2026. Patient discovered that the sets were bent since she felt a pain on 1 of the 2 insertions. On both incidents she changed her site and discovered bent cannulas. One site was left oblique area and the other was right upper buttock. The event occurred during infusion, and the operator of the device was the lay user/patient.